Event description:
It was reported that during a pre-cardiopulmonary bypass procedure, the batteries are not charging on the perfusion system. The system was plugged in overnight. The central control monitor (ccm) showed the battery status as not fully charged (only 30-40 minutes left). No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is changing out the batteries. The biomed returned the suspect batteries to the manufacturer for further evaluation. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) charged the batteries for 13 hours (recommended recharging from full depletion is 13 hours). After charging, the voltage and conductance readings of the batteries were: 13.0v/165 siemens (s) (failing) for the first battery and 11.0v with no conductance reading available for the second battery. This indicates that both batteries failed to properly accept charging and corroborates the reported complaint.